Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: one day after a femoral artery canalization procedure, massive bleeding from the artery occurred. There was blood loss of over 500 cc's and the excision was extended by 2.5 cm. A reoperation was done. During the reoperation, the broken suture and dehiscence of the anastomosis was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of fourteen sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, medical affairs review of the complaint file, and an evaluation of the returned sample. The initial tactile and microscopic inspection of the sample by the pmv investigator noted no abnormalities. A tensile test was performed on the sealed samples and the results exceeded the specifications for this product. The returned samples were found to meet quality release specifications after application in the clinical setting and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.